Event description:
The customer reported to olympus, the evis exera iii video system center is not producing any image. The issue was found during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to the gray box between the subject device and the computer tower. Olympus will continue to monitor field performance for this device.